Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys ft4 iii assay on a cobas 8000 e 801 module. The sample also had ft4 discrepancies when tested on a second e 801 analyzer, a cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer used for investigation. It was asked, but it is not known if incorrect results were reported outside of the laboratory. The sample was initially tested on the customer's e 801 analyzer on (B)(6) 2019. The sample was repeated on a centaur analyzer. The sample was also provided for investigation, where it was tested on an e 602 analyzer and an e 411 analyzer on (B)(6) 2019 and tested on a second e 801 analyzer on (B)(6) 2019. The reporter's e 801 analyzer is serial number (B)(4). The e 801 analyzer used for investigation is serial number (B)(4). The ft4 reagent lot number 380330, with an expiration date of 31-oct-2019 was used on this analyzer. The e 602 analyzer used for investigation is serial number (B)(4). The ft4 reagent lot number 391521, with an expiration date of 29-feb-2020 was used on this analyzer. The e 411 analyzer used for investigation is serial number (B)(4). The ft4 reagent lot number 391521, with an expiration date of 29-feb-2020 was used on this analyzer.

Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The observed differences in ft4 values generated with the roche assay and siemens centaur assay are most likely caused by differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. For diagnostic purposes the results should always be assessed in conjunction with the patient's medical history, clinical examination and other findings. The investigation did not identify a product problem.